Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aspectic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique further described as the patient made a mistake. The patient was hospitalized on (B)(6) 2012 . On an unreported date, the patient began treated with neomycin 50 mg injection, ip, alternating every other bag with targocid 400mg injection, ip, alternating every other bag. At the time of this report the patient remained hospitalized. The peritonitis was resolving. The outcome of the break in aseptic technique is unknown. The peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.